Event description:
Country of complaint: (B)(6). Thread detached from needle easily.

Manufacturer narrative:
Us reporting agent notified on (B)(6)2014. Mfg site eval: samples received: 35 unopened pouches. There is one previous complaints of this code batch regarding a different issue. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.